Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. No injury or medical intervention was reported. More than one bg meter was used during the same sensor session and calibration was not performed after experiencing inaccuracy. The dexcom g5 mobile continuous glucose monitoring system states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. The user's guide also states: if the cgm values are outside the 20/20 range, calibrate again. Data was reviewed on 06/23/2016. The reported event of cgm inaccuracies was confirmed. A root cause could not be determined.